Event description:
The customer reported while spiking blood tubing with normal saline, the tubing separated at the upper fitment; pt was sprayed with saline. There was no report of pt harm or medical intervention. No add'l pt or event details were provided by the customer.

Manufacturer narrative:
This report was filed by the MFR. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for eval.